Event description:
Customer contacted beckman coulter inc. (Bci) regarding two erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. The initial accutni results for the two patient samples were 1.05 and 0.61ng/ml and they repeated on a different instrument at 0.06 and 0.03ng/ml respectively. The erroneous results were reported outside of the laboratory and corrected reports were issued. Customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
Samples were collected in 13x100mm bd lihep plasma tubes without gel and centrifuged at 3000 rpm for 5-6 minutes. Qc was within range prior to the event. System check run in 2009 passed all specifications. A field service engineer (fse) was dispatched four days later: (a) fse performed a preventive maintenance (pm) (b) fse performed repairs on the peristaltic pump. (C) fse ran diagnostic system checks and verified system as performing to published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.